Event description:
The customer reported that the 840 ventilator screen went blank while in use on a patient. The patient was not harmed or injured as a result of the event. The customer reported to have replaced the breath delivery unit cpu pcb. Covidien customer support engineer (cse) uploaded the operational software only. The ventilator passed all testing.